Event description:
Engineering triggered an investigation based upon a review of field failures. These failures involved breakage of the pt ECG trunk cable connector which plugs into the device. A broken cable result in an inability to perform patient monitoring with a device.